Event description:
It was reported that the insulin pump sustained physical damage, which caused the right side of the device's plastic case to pop off. The customer's mother stated that every time she tired to change the infusion set, the issue recurred. She stated that she tried to glue the device back together, but the piece kept falling apart. She also reported that the battery cap was completely stripped, and she had difficulty changing the battery. She did not know the blood glucose reading nor how the damage had occurred. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The unit was received with a detached end cap. The unit was also received with a cracked case at the display window corners and at the battery tube threads. The unit was received with a minor scratched display window and with a stripped battery cap coin slot.